Event description:
It was reported that the patient reported ineffective stimulation that was not resolved with reprogramming. As a result, surgical intervention was undertaken on (B)(6) 2026 where percutaneous leads were removed and replaced to address the issue and therapy restored.

Manufacturer narrative:
Product #1 pi main [(B)(4)]. A lead experiencing ineffective stimulation was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction to a4 patient weight: 140. Correction to h6 medical device problem code required field: 3023 - therapeutic or diagnostic output failure.